Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed but not duplicated. The tubing channel was cleaned and dried. An ail pcb air-in-line calibration verification for channel a was performed and it passed, therefore no repair is required. Should additional information becomes available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). The device has not been previously sent into service for the reported condition of "fc 810:11." (B)(4).

Event description:
The facility representative reported a colleague infusion pump with a 810:11 failure code. It is unknown when this condition occurred. This is involving a pump with software version 5.04.00 which is categorized as unremediated. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery.